Event description:
Healthcare professional reported left ¿rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ stress marks observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left ¿rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left ¿rupture¿. Device has been explanted.

Manufacturer narrative:
Initial reporter email address: (B)(6). Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.